Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 515052, lot: unknown. It was reported by customer that blue luer lock connection on optima injector snapped when drawing up hazardous drug. Verbatim: when drawing up hazardous drug, blue luer lock connection on optima injector snapped. Spilled hazardous drug all over hood. Additional information: can you please provide the lot number associated with reported issue?- lot number was not provided by customer. Is there any impact to patient as a result of drug exposure?-delay in patient care, as spill in pharmacy needed to be cleaned up and drug re-drawn for administration. Can you please provide an exact date of event in format dd-mmm-yyyy?- unsure of date of occurrence ¿ received the information on 15-04-2025. Was the syringe used, a bd product? If yes, please provide the material information- unsure. Did the breakage occur while the assembly was still connected to the vial? Or was it during disconnection?-connected to vial.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the thread is observed to be cracked, verifying the reported incident. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification the product is free from damage and all critical dimensions are within required specification. As lot information for this incident was not available, a device history review could not be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information